Event description:
Prior to a clipping procedure, a cook instinct plus endoscopic clipping device was tested. The doctor realized prior to inserting into the scope that the clip was broken and one arm was not attached to the clip [clip arm broke and detached]. The clip arm was in the package and broken upon opening. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.

Manufacturer narrative:
510(k): k212323. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.